Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported experiencing an elevated blood glucose level of 20 mmol/l (360 mg/dl) with the last 2 infusion sets. Pt changed the infusion set and blood glucose returned to normal range of 7-8 mmol/l (126-144 mg/dl). Pt thinks there is insulin leaking. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.